Event description:
Information was received from a consumer (con) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient only had improvement for the first 1.5 hours and was still experiencing frequency. They had several reprogramming sessions and tried making adjustments themselves. After the patient's last in-office adjustment, their symptoms became worse so the patient turned the stimulation off for 10-12 days and thought that their symptom control was better with the stimulation off. The issue was reported to have been since implant, but got worse after a programming adjustment. On (B)(6) 2017, it was reported that the lack of therapeutic effect and worsening symptoms was complicated by a urinary tract infection (uti). They noted that they were on antibiotics. They also had 6 program changes since (B)(6). When they waited too long after the urge to go, they would get pink urine and tiny clots, though they were okay at the next voiding. They were still having too many urges, even with all the adjustments to the stimulator. They were taking an antibiotic for the infection and was going in on (B)(6) 2017 for a gallstone removal [illegible]. They hoped that that would cut down their frequencies. It was noted they didn't have a wetting problem. They had six ups at night and 20 of terrible burning when voiding during the day. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the uti was probably not related to their device/therapy. It was reported that the uti seems to be on going in one form or another for years. Prescription treatments does not seem to resolve it. Patient reported they go to the urologist and a urinalysis is always collected. Sometimes there is an infection and sometimes there is not. Different antibiotics and therapy are used. It was reported that "this" helps for a while but a different one creeps up. The issue had not yet been resolved. Patient reported they were having a stint removed on (B)(6) 2017. They were on long term antibiotics but stopped them to start a new prescription the day of the report. It was reported that they were still having pain and discomfort and were hoping to have some freedom from their bathroom. After the antibiotics the patient reported they will try to use their stimulator. The last adjustment was the best but it was still not good. Patient reported is "not giving up but am hanging in there." No further information reported.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.